Event description:
The 7200 ae ventilator alarmed. The message was "est-do not use on pt". The ventilator had been running on the pt at the time of the alarm. The pt was bagged and ventilator changed out. Biomed was notified and so was plant ops in case of electrical difficulties.